Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/15/2025, that on the same day the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2025, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2025, it was reported that the patient experienced a skin reaction with infection, rash and puss, under entire patch area, which 3 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotic, cephalexin 500mg 3 times a day. At the time of the report the patient was stable. No additional event or patient information is available.